Event description:
Customer reported the male interconnect cable plug is very loose. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the loose connector. System operates as intended.